Event description:
It was reported that the original inflatable penile prosthesis (ipp) device was removed and replaced with a new ipp due to a fluid leak in the tubing going to the pump. No further complications were reported in relation to this event.